Manufacturer narrative:
January 5, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Conclusion: the electrical characteristics of the returned device were within specifications. The inspection of the connector header revealed damages of the intended screwdriver slot at the atrial and ventricular level (hole) and at the atrial & ventricular setscrews & terminal blocks. These damages are typical from a cross-threaded setscrew and confirm difficulties were met during the screwing/unscrewing operations. Because of these findings, it is likely that the electrical continuity was not ensured between the lead pin and the pacemaker components; consequently, loss of capture and high impedance could have been observed at the atrial level.

Event description:
During a pacemaker replacement, symphony (B)(4) (MDR report #9610579-2010-00041) was connected to the existing implanted leads. However, loss of atrial capture and atrial sensing was observed. Therefore, the leads were disconnected and re-connected. Normal operation was observed and the implantation procedure was finalized. During the post-implantation follow-up, a high lead impedance and loss of capture were observed in the atrial channel in bipolar configuration. Normal data were observed in unipolar configuration. Therefore a re-intervention was performed. Because lead measurements with the psa were correct, the symphony pacemaker involved in this MDR report was used. However, high impedance and loss of capture were still observed in the atrial channel. The ventricular lead was connected to the atrial port and same anomalies were observed. Therefore, a pacemaker from another manufacturer was finally implanted.